Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on escape button (creased). Unable to test for finish loading alarm and motor error alarm or perform the displacement test due to no button response. Motor passed motor test. Pump had a scratched display window, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 235 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.